Event description:
It was reported that during a scheduled retrieval, imaging demonstrated an ivc filter leg had detached and was embedded in the vena cava at the same level of the ivc filter. The same day the filter and the detached limb were retrieved with a snare without incident. The patient was asymptomatic when the discovery was made. No report of injury to the patient.

Manufacturer narrative:
The lot number for the device is unknown. Therefore, a review of the device history records could not be performed. The sample has not been returned to the manufacturer for evaluation to date. The investigation is currently underway.